Event description:
It was reported that the rv, lv, and atrial lead dislodged twice. Upon third reposition blood ingression observed in the atrial and rv lead. All three full leads were explanted and taken out of service. No patient complications were reported as a result of this event. 3500a reported dislodgment due to ICD not sutured in place.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: (B)(4). Outer tubing overlay breached cut, full lead returned for analysis. This cut occurred at explant, and would mostly likely not affect the performance of the lead. Further review prompted a change in the device conclusion code for lead dislodgement. The change is reflected n this report (B)(4). No anomalies found, full lead returned for analysis.

Event description:
It was reported tha the rv, lv, and atrial lead dislodged twice. Upon third reposition blood ingression observed in the atrial and rv lead. All three full leads were explanted and taken out of service. No patient complications were reported as a result of this event. 3500a reported dislodgment due to ICD not sutured in place.